Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the fluidics tray of the access 2 immunoassay analyzer was leaking liquid onto the counter. There were no reports of exposure or injury connected to this event and medical attention was not sought. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse discovered a crack in the fitting's threads. The fse returned on (B)(4) 2011 and replaced the wash buffer reservoir. (B)(4).